Event description:
It was reported that the charger for the ilet system exhibited a charging problem in which the indicator light flashed rapidly and then turned off, despite correct setup with the screen facing up, the clip off the pump, and use of an alternate outlet, with no physical damage reported; the affected device component was the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger, consistent with a charging malfunction involving the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.